Event description:
Additional information received from the healthcare provider (hcp) in response to follow-up confirmed the replacement date to be (B)(6) 2013 and reported that "total impedance" was found on (B)(6) 2013 and was therefore no longer functioning.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the implantable neurostimulator (ins) had been replaced due to an issue with the device. It wouldn't function anymore. Relevant medical history included urinary dysfunction/sacral nerve stimulation. Follow-up was performed to determine what troubleshooting had occurred and if a cause had been determined.